Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter when a low temperature reading and partial noise issue occurred. This event was originally assessed as not reportable because no rf energy was delivered at the low temperature and there was an available signal on the carto 3 system for the physician to monitor the patient's heart rhythm. Therefore the potential risk that these issues could cause or contribute to a serious injury or death is remote. Biosense webster failure analysis lab received the device for evaluation on september 2, 2015 and during visual inspection it was discovered that the shaft of the catheter is bent approximately 1 cm from the tip of the catheter and no internal parts are visualized. However, a space is created between ring #4 and the shaft as a direct result of the bend. This area was assessed as rough. Additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter from the patient that may have caused this damage. The returned catheter condition was not noticed prior to sending the catheter back for analysis. The bent shaft is not indicative of a reportable event; however, since the area with the space was evaluated as rough, this damage will be conservatively assessed as MDR reportable due to the potential risk to patient from rough edges. The awareness date for this record is september 2, 2015 because that is when the product was received.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter when a low temperature reading and partial noise issue occurred. The returned device was visually inspected upon receipt and catheter tip was received bent with no internal parts exposed; however there was an apparently rough space created between ring #4 and the peek housing due to the bending which is why this complaint was reported to the FDA. Further information received indicates that there was no difficulty while withdrawing the catheter from the patient and the catheter condition was not noticed prior to sending the catheter back. Per the visual finding a scanning electron microscope (sem) analysis was performed and it was found that the catheter body presents a plastic deformation that can suggest the application of stress that exceeds the material yield strength; however the area did not present any evidence of mechanical damage, rough areas or marks of cutting devices. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the temperature and noise issue reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The customer complaint cannot be confirmed.